Event description:
It was reported by the customer that pyxis medstation es system will not record transactions. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that error occurred during the medication dispensing process by the user. A field service engineer reimaged the station. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.